Event description:
It was reported that before implantation, the hospital interrogated the device, and saw that the device was in rrt (recommended replacement time) condition. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery depletion-normal; the analyst noted that vf detections were programmed on. The device accumulated 1372 seconds of charge time as a result. Excessive charge time consumed battery capacity.